Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 22959440. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent location of the lead a few centimeters from the set screw. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected traced to component failure. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent location of the lead a few centimeters from the set screw. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes the reported event was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. The probable cause selected traced to component failure. Sc-4318 lot: 22959440. The returned lead fixation was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances and was reprogrammed. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances and was reprogrammed. The patient underwent a lead replacement procedure and was doing well postoperatively.